Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 200 units of insulin, and at the time of the reported event, the fill estimate displayed 30 units. The customer's blood glucose level was 250 mg/dl, and was addressed with a correction bolus. Reportedly, the customer reloaded the cartridge and received an accurate fill estimate.